Event description:
Consumer reports taking a reading with their cobranded logic and getting 133. Pt felt "off", tested later and got "hi". Was nauseated and dizzy, went to the hosp. They tested them at 580 and dosed insulin.